Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 10/15/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: UDI d4 additional information: h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: 1. Please provide more details about the device quality issue ¿ plate from anvil half was separated. 2. Did the device lock-out (no staples deployed and no cut line started) not taken 3. Or, did the device start to deploy staples and cut but could not be completed (partial fire) - no 4. Were any staples delivered into the tissue at all - no 5. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? 6. Were there staples missing from the staple line (staples not present/visible on any portion of the staple line)? 7. Did the device cut the tissue - no 8. If the device cut, was the cut line complete - no 9. How was the issue addressed? 10. Was there a patient consequence? If yes, how was the issue addressed? 11. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Kindly confirm the device return status ¿ done note: please mention the source through which the information is received (information received from dr, nurse etc.) 1 foil available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, suture thread separated from swage during suturing. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional h11: was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, (B)(6) device property of --none, device in possession of none